Event description:
The subject device was used during an uncertain procedure. The device was used about 2 hours, and there are short circuit error messages three times. Then, the ptfe pad of the device was worn down. There was no pt harm reported.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), therefore could not evaluate the referenced device. Since the lot number of the device is unk, the manufacturing records of tb-0535fc were reviewed for the past six months from the date occurred. The review indicated no abnormality related to the reported phenomenon. The exact cause of this issue can't be conclusively determined. Based on the similar cases, it is highly likely that the ptfe pad was severely worn. And there was a possibility that the ptfe pad was severely worn since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as medical device report in an abundance of caution.